Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patients device was interrogated and was noted that the rv threshold had doubled over the past year as well as an increase in impedance was observed. Rv lead noise due to suspected insulation failure was also observed, resulting in inappropriate shocks. No further information is available.